Event description:
It was reported that during a case, the unit kept turning on and off without the surgeon pressing the foot pedal or touching the buttons on the hand piece.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.